Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). When the trepan gb304r sn (B)(4) was almost through the skull, the trepan stuck and then the motor turned in the hand of the surgeon. Components in use listed as concomitant devices are: ga806 / elan 4 electro motor cable f/foot ctrl. Gb304r / cranial perforator 12/15mm hudson shank. Ga822 / elan 4 electro perforator driver.

Manufacturer narrative:
Investigation: the investigation has been carried out by the aesculap technical service department. The motor cable was manufactured on the 1st of august 2017 and delivered on the 5th of september 2017. No repairs took place in the past. The jacket of the cable, as well as the texture below is damaged. The connection as well as the coupling is fine. The cable was damaged during the roll up at the perforator driver. Batch history review: the device history records have been checked for the available lot numbers and found to be according to the specification valid at the time of production. Conclusion and root cause: the failure is most probably handling related. Rational: there are two possibilities which may have led to the described failure pattern. It is possible that the perforator tilted during the drilling, therefore the surgeon lost the grip and the motor cable as well as the glove rolled itself around the perforator driver. It is possible that the glove of the surgeon got into the perforator during drilling, therefore the perforator tilted and the cable rolled around the perforator driver. No CAPA is necessary.